Manufacturer narrative:
A pair of leads experiencing high impedances was reported to abbott. Upon explant, it was observed by the physician that the first lead with all high impedances was not fractured. The outermost layer of the second lead (with one high contact) was visually observed to be damaged in the portion of the lead which was in the epidural space. The silicone sheath had split and wasn¿t protecting the internal contact connecting filaments. The leads were replaced to reestablish effective therapy and maintain mr conditional requirements. The leads were not returned for analysis. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the in-vivo high impedance was unable to be conclusively determined.

Event description:
Additional information received indicated that patient¿s one lead was showing high impedance on all contacts and the other lead was showing high impedance on only one contact. X-rays were taken prior to the leads being replaced and no fracture was identified. However, after lead was explanted, the lead with one high impedance was found to be fractured. The fracture was in the portion of the lead which was in the epidural space. Patient denied any falls or trauma. It is unknown which lead was fractured.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31483. It was reported the diagnostic testing revealed high impedance values on patients one of the implanted leads. Surgical intervention may be pending to address the issue. It is unknown which lead had high impedance, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that both leads were showing high impedance. Patient was in need of an MRI so surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.